Event description:
A medtronic representative reported that the o-arm appeared to be tracking inaccurately. The medtronic representative reported that the tracker geometry was not correct on the o-arm. There was no pt present.

Manufacturer narrative:
There was no pt present. The hardware investigation initially found that the returned device had physical damage to one of the black wires. When connected to a known operational system the device was not recognized. During installation of a new replacement device, the field service engineer found that the system still exhibited the same behavior. Further inspection of the system found that there was a missing symbol in the calibration file. He corrected the file which resolved the tracking issue. The software issue was added to a medtronic software anomaly tracking database and will be continually monitored.